Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during the issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that there is an ippc memory 6 problem occurred during post. Upon checking the system, fse replaced the host pc, ippc, tsm and hard disk. After the replacement, software was updated. The defective parts were sent for analysis, the failure analysis of the ippc showed that the cause was the graphic display card, graphic display should be nvidia k600. The failure analysis for host pc was executed, and failure is not confirmed, and possible cause is unknown. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with image store and no x-ray. System was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.